Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su stopper was defective/deformed. The following information was provided by the initial reporter translated from portuguese to english: "plunger rubber came defective." Additional information received on 13 apr 2024: quantity of defective product? 1 unit. Please confirm the date of the event: 09/04. Enter the anvisa number. (B)(4). Any patients involved, please confirm? *if yes, please explain in detail. No. Was the device inspected before use? No. The deviation was only noticed during handling. Is the sample contaminated? If yes, please state the substance. No. For sample collection and replacement, please inform name of organization: liga paranaense de combate ao câncer. Cnpj number: 76.591.049/0001-28. Icms taxpayer (yes/no) no. If you are an icms taxpayer, the issuer of the invoice (yes/no). Product purchase invoice number (B)(4). Sector/department: dispensary pharmacy. How many units are available for collection: one unit. Is the sample contaminated, if yes, the substance no. Full address (street, zip code, neighborhood, city and state): (B)(6).. Contact name/telephone: (B)(6). Additional information received on 15 apr 2024: can you provide photos of the defective sample? Is there any issue with the plunger rod or black rubber stopper inside the syringe? - problem with the black rubber inside the syringe.

Event description:
No additional information.

Manufacturer narrative:
Sample and photo received for investigation. Through visual inspection, stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.